Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. In addition, lv1 to can and lv2 to lv3 impedance alerts triggered for low pacing impedance. It was noted that measurements were consistent with historical values. It was also reported that the his bundle lead connected to the right ventricular (rv) port exhibited diminished sensing and undersensing that appeared to result in inappropriate ventricular pacing, which possibly misclassified the monitored ventricular tachycardia (vt) episodes as terminated. It was also reported that the right atrial (ra) lead exhibited diminished sensing. The patient was hospitalized, and the his bundle lead and ra lead sensitivity were reprogrammed. No action was taken with the lv lead. The lv, rv, and ra leads remain in use. No patient complications have been reported as a result of this event.